Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated as received, the axium implant coil was returned without the pushwire and the implant coil was attached to an unknown retrieval snare and unknown catheter. The implant coil was found stretched and damaged, with the polypropylene filament broken. The detach element was broken from the implant coil and not returned for analysis. In addition, instant detacher used in the event was not returned. No other anomalies were observed. Based on the returned device analysis and reported information, the cause of the non-detachment with instant detacher could not be confirmed. The report of "premature detachment" was confirmed as returned implant coil detached from the pushwire. As the pushwire, instant detacher and detach element were not returned for analysis, any contribution of the pushwire, instant detacher and detach element towards the failure could not be assessed. The implant coil was damaged and stretched indicative of high resistance, damage during retrieval or damage during return shipment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was inserted, but when detachment was performed more than once, it failed. The manual detachment method was performed more than once, but it also failed. The coil then detached during the retrieval process, and a snare was used to retrieve the coil. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.